Event description:
It was reported that nerve damage/mental nerve distribution was discovered post operatively when patient came in complaining of numbness to lip. Implant was removed and a shorter implant was placed same day. Patient has had no complaints since switching the size of the implant. Tooth 19 (universal). Reported symptoms were pain and paresthesia. The site was grafted with allograft prior to original implant placement.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: . The product was returned for investigation. Visual evaluation of the as returned product identified no malfunction that would contribute to the events and the reported events remain non verifiable as they are medical conditions. Customer provided x-rays. Based on evaluation of the x-rays it was determined that the x-ray can only inform that the implant was near the nerve canal. However, to diagnose nerve injury a clinical exam is needed along with the x-ray, and one cannot diagnose nerve injury with the x-ray provided. Based on the evaluation, device malfunction has not occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.